Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The glenosphere orientation guide broke upon impact.

Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed the break of the plastic extremity. A search of the complaints database was performed, and no additional reports have been received against the complaint sample product code/lot code combination. A search of the complaint database against product code 230795000 found other similar reports of plastic tip breakage. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via eco# (B)(4). The current complaint sample is the new design manufactured after the change. Based on the information received and the investigation performed on the product received, the root cause of the incident is attributed to product wear. Based on the root cause determination of product wear, no corrective action is being pursued at this time. Monitor complaints through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.